Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic experiencing dizziness. Upon interrogation, it was noted that the pacemaker exhibited pacemaker-mediated tachycardia and far r-wave oversensing. The pacemaker was reprogrammed and the patient was in stable condition afterwards.